Event description:
Procedure: tram flap. According to the reporter: in "donor-site morbidity after pedicled tram-flap breast reconstruction: a comparison of two different types of mesh" from annals of plastic surgery, volume 00, number 00 month 2013, 40 pts undergoing a tram-flap breast reconstruction were evaluated. Twenty of these pts had progrip implanted. Of these twenty pts, 11 developed bulges. This is for one of the pts who had a bulge and had a reoperation.

Manufacturer narrative:
(B)(4).